Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would not complete power up. The programmer powered up and worked as expected. Also, no suspicious errors were found in the logs. The hard drive health was found to be less than one-hundred percent; the hard drive was replaced and re-imaged as a preventive measure, and the software was reloaded and updated. It was also indicated that the latch tab of the power cord bay was bent, and therefore replaced. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer would not complete power up. The programmer's fan would start to initiate but then the programmer would power off. The programmer was returned for service. There was no patient involvement.